Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touch screen was cracked. Reportedly, the reason on how the screen became cracked was unknown. The customer's blood glucose level was not impacted. As the pump was still functional, customer would continue to use the pump for insulin therapy.